Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 434.6 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that the patient was in the emergency department. The hcp interrogated the pump and found that a low reservoir alarm occurred on (B)(6) 2017 and an empty reservoir alarm occurred on (B)(6) 2017 via the event logs. It was stated that the patient never heard the pump alarms. The hcp did not know if the patient had any symptoms as they were only interrogating the pump at the time. A pump alarm test was done as troubleshooting and the patient was then able to hear the pump alarms. It was indicated that the hcp would try to contact the patient¿s managing hcp.